Event description:
It was reported that the patient experienced an issue with the connector of the cylinder. The connector was evident at the base of the penis and could be felt during intercourse. The physician repositioned the pump tubing. The patient outcome was reported to be stable and fine. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.